Manufacturer narrative:
The event occurred in brazil. It was reported that the error message ¿head error¿ occurred on the rotaflow console during testing. No harm to any person has been reported. Due to the information that the ¿head error¿ occurred and the reported ¿head error¿ could lead to a pump stop during use, a report is required. A getinge field service technician investigated the affected rotaflow console (rfc) with s/n (B)(6) and the reported "head error" could be confirmed. The control board has an electronic failure and, therefore, needs to be replaced. The customer has declined the repair for the time being. If significant information becomes available the complaint will be reopened and necessary steps will be initiated. Based on these investigation results the reported "head error" could be confirmed. The "head error" is most probably caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result, the rota flow drive and / or the control board has to be replaced. For the affected serial number within the timeframe of the search no additional complaints were found for the same issue. The review of the non-conformities has been performed on 2025-01-23 for the period of 2009-10-22 to 2024-11-12. It shows non-conformities in regard to the reported product and failure. The complaint information was transferred to the internal nonconformity process. The rotaflow console with s/n (B)(6) was produced in 2009-10-22. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. In order to avoid reoccurrence of the reported failure "head error", the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. Chapter 4.1.3: switch off the rotaflow console on/off switch before connecting the rotaflow drive to or disconnecting it from the rotaflow console. Otherwise, the rotaflow console may be damaged. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured in year 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The event occurred in brazil. It was reported that the error message ¿head error¿ occurred on the rotaflow console during testing. No harm to any person has been reported. Due to the information that the ¿head error¿ occurred and the reported ¿head error¿ could lead to a pump stop during use, a report is required. Complaint ID: (B)(4).